Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:a review of the pump¿s history showed no activity related to the complaint. No alarms or issues occurred during testing. The pump was loaded and primed to 100 units; the pump was rewound and loaded and loaded to 100 units. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the amount of insulin displayed on the home screen was incorrect. The reporter alleged that there was more insulin in the cartridge than the pump was displaying. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.